Manufacturer narrative:
The na electrode lot number is n04_2023 with an expiration date of 09-jul-2024. The field service representative checked the washing station function and he found there was an issue with a system reagent nozzle. He replaced the suction hose, checked the vacuum pump, membranes and l-shaped fittings, and replaced valves. He performed a regulation of the flows of the washing station, cleaned the cuvettes and screwed on the naoh and acid wash solutions. He performed successful tests. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 163 mmol/l. The repeated result was 138 mmol/l. Sample 2: the initial result was 164 mmol/l. The repeated result was 136 mmol/l. The repeated result was obtained on another module. The samples were repeated due to the initial results being suspiciously high. The initial results were not reported outside of the laboratory.